Manufacturer narrative:
Lot/serial numbers were not provided, therefore, a review of the manufacturing records could not be conducted.

Event description:
It was reported that on (B)(6) 2014, the patient presented with a ruptured ascending thoracic aortic aneurysm that was treated with the implantation of three conformable gore® tag® thoracic endoprostheses (ctag) in zone 2 of the thoracic aorta. On (B)(6) 2016, a thoraco-abdominal aneurysm developed that was stated to be not related to the initial procedure. The aneurysm was treated with the implantation of additional ctag devices on (B)(6) 2017 and (B)(6) 2017. On (B)(6) 2019, an endoleak of unknown origin was identified that was treated with the implantation of a renal stent on (B)(6) 2019. The patient tolerated the procedure.